Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. The operator did not perform rinseback per facility protocol, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback per facility protocol. The user's guide instructs the operator to discontinue treatment and complete rinseback in the event of a leak. Eval of the returned cartridge is still ongoing. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Nxstage medical considers this report closed. No additional info will be provided.